Event description:
A customer reported via phone call indicating that their insulin pump had a vibrate anomaly. The patient's blood glucose level was unknown at the time of the call. The customer was assisted with a self-test, but the insulin pump failed to pass the vibrate test. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The pump was received with a cracked case at the display window corners, a cracked display window, a cracked reservoir tube, a cracked reservoir tube window, a cracked belt clip slot, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker. The pump also failed to vibrate during the self test due to a broken black vibrator motor wire.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.